Event description:
The report we received from the field indicated the procedure was peripheral stenting to a subclavian artery lesion, and the access site was the right common femoral artery antegrade. During insertion of the palmaz genesis stent delivery system into a 7french cook sheath, the stent dislodged from the delivery catheter balloon. The stent was maintained in the sheath and was retrieved via withdrawal of the sheath. Another palmaz genesis stent delivery system of the same size was used with the same 7french cook sheath without incident, and the procedure was successfully completed. There wee no adverse effects to the pt. Additional info noted no resistance was encountered during insertion and also noted that there was there was no manipulation of the stent or negative pressure induced prior to clinical use. No patent-specific info was available.